Event description:
In 2001, the MFR was informed of the following: the unit had dehiscence in the valve (incompetent inflow valve). The device will be returned for evaluation after exchange. No further details were provided.